Manufacturer narrative:
Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Pump error 63 confirmed in pump history with variable due to cold solder joint at the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had hardware low level failures error. The blood glucose was 350 mg/dl at the time of the incident. It was confirmed that the patient had an injection pen. Customer reported that, the insulin flow blocked alarm occurred three times when filling the cannula during replacing the infusion set. After replacing the infusion set again, hardware low level failures error alarm occurred when self-test was performed. The device will be returned for analysis.